Manufacturer narrative:
Follow-up # 1 date of submission 10/11/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump black box and alarm history showed cs 064 call service alarm occurred. The pump powered on properly with no alarms. The pump rewind, load and prime steps were performed correctly and the pump exercised for 24 hours with no call service alarms were received. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation. Correction to serial #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump was emitting call service alarm 064. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.